Manufacturer narrative:
The device was not returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmd an investigation could not be completed. This report will be updated if the device is returned to mmd.

Event description:
The initial reporter stated that the pump appeared to be running but was not delivering. They stated that they also had issues with the pump alarming no flow in and that sometimes they pump roller made a "weird noise". At this time, they did advise that they were using home blended foods. Mmd made multiple attempts to follow up with the initial reporter, but they were not successful. They did not report any adverse effects to the patient. No additional information was provided. [(B)(4)].